Manufacturer narrative:
Updated fields: b1,b3,b4,d4,d9,g3,g6,h2,h3,h8,h11. Corrected fields: e1(event site telephone),h6(medical device problem code) due to characterization limit e1 event site telephone:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, b5, d1, d4(model, catalog, UDI), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump had out-of-the-box failure. The first unpacking and installation, the first power on can operate normally, but the sound of metal friction inside the motor can be heard. After shutting down for 1 hour and restarting, the screen displays fault code 50, and the motor cannot start. It has failed to start five times in a row. No patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump had out-of-the-box failure. The first unpacking and installation, the first power on can operate normally, but the sound of metal friction inside the motor can be heard. After shutting down for 1 hour and restarting, the screen display's fault code 50, and the motor cannot start. It has failed to start five times in a row. No patient involved.